Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/24/2015. The fse replaced solenoid, sol68 which addressed the wbc, rbc and hgb reproducibility issues. The repairs were verified per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered decreasing reproducibility for white blood cell, wbc, red blood cell, rbc, and hemoglobin, hgb from a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.